Event description:
The physician deployed the concentric retriever l6 so that most of the device was deployed in the m2 segment of the middle cerebral artery and the physician felt that the m2 was constraining the loops of the device. When the physician tried to torque the device, he noticed that the distal end of the device was not moving so he discontinued torquing. The physician properly positioned the microcatheter in preparation for device withdrawal, but the microcatheter slipped back and was not readvanced to ensure proper placement. The retriever l6 was stuck in the angle of the mca when the retriever fractured, resulting in a seperation of the distal tip. The physician used three different snare devices in an attempt to retrieve the detached distal tip, but was unsuccessful. No patient injury or adverse clinical sequelae occurred that was directly related to the retriever tip fracture or attempts to retrieve the detached distal tip.